Event description:
It was reported to philips that the system was not booting. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that that the system is not booting. Analysis of the system log file did not show any malfunctions related to the reported issue. During troubleshooting, the fse troubleshooted the power system and found pushed pin on power cable. The fse reseated the pin on power cable. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.